Manufacturer narrative:
An event with patient effects of tachycardia was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported tachycardia could not be confirmed. An unexpected medical intervention is a result of case-specific circumstances, as medication was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. The occluder was successfully implanted. After the procedure, an atrial tachycardia intermittent was noted in the patient and 5mg/d bisoprolol was administrated.